Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and the cause was not known. The customer requested assistance from a healthcare provider to address bg. After reviewing the pump settings with a healthcare provider, they were updated. Upon follow up, elevated bg was reported to have been resolved.